Event description:
Pt underwent a right cochlear implant in spring 2006. She has had trouble with the device as it was deemed to be malfunctioning. An integrity test was performed ~2years after implantation and results indicated electrode anomalies on 22, 20, 18, 16, 14,12 and 4. Prior to discussing the results patient indicated that she felt she heard better with her device 6 months to a year ago. She could identify which one of her children was speaking and she cannot do that now.she had a right revision cochlear implant with explantation of an old, malfunctioning device and re-implantation of a new, nucleus 5 cochlear implant.

Event description:
Pt underwent a right cochlear implant in spring 2006. She has had trouble with the device as it was deemed to be malfunctioning. An integrity test was performed ~2years after implantation and results indicated electrode anomalies on 22, 20, 18, 16, 14,12 and 4. Prior to discussing the results patient indicated that she felt she heard better with her device 6 months to a year ago. She could identify which one of her children was speaking and she cannot do that now.she had a right revision cochlear implant with explantation of an old, malfunctioning device and re-implantation of a new, nucleus 5 cochlear implant.